Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net transmission. The implantable cardiac monitor exhibited a diagnostics anomaly. The device was reprogrammed. There were no adverse consequences to the patient and the patient would continue to be monitored.